Manufacturer narrative:
Button error alarm and no act button response due to corroded keypadtrace. Pump received with scratched lcd window, cracked case neardisplay window corners, cracked reservoir tube lip and cracked onbattery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 158 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.